Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a moderately tortuous and calcified mid left anterior descending (lad) artery. The 2.25 x 20mm apex monorail balloon catheter was inflated once to 8 atms. During the second inflation at 10 atms, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a microscopic examination of the balloon material found a longitudinal tear in the balloon. The tear stretched from the proximal edge of the proximal markerband and extended distally for a total length of 5mm. A microscopic examination of the markerbands and balloon material could not identify any anomalies which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a moderately tortuous and calcified mid left anterior descending (lad) artery. The 2.25 x 20mm apex monorail balloon catheter was inflated once to 8 atms. During the second inflation at 10 atms, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.